Event description:
Rn was hanging sterile central line fluids for fluid line change. Following an event where a 1.2 filtered extension set failed, this filtered set was found empty during line prime. This contributed to air in the primed fluid line.